Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-05039 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super7 devices were used during a variceal band ligation procedure performed in the stomach on (B)(6) 2013. According to the complainant, the physician found that the elastic bands could not be fired automatically when turning the handle. Several attempts were made, but they were unsuccessful in deploying the bands. This device was removed, and they attempted to use a second speedband superview super7 device. The first two bands on the second device were able to be deployed, however, the third band failed to deploy; it appeared that the third band was tied onto the sixth band. No damage was noted to either device, and there was no difficulty assembling the devices for use. The physician decided to stop the procedure, as there was concern that the procedure was taking too long. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The speedband device was received for an investigation. A visual analysis of the returned device revealed that three bands were deployed; four bands remained on the ligator head. Of the four remaining bands, three blue bands were seated on the ligator, and the white band was broken and being held in place by one of the blue bands. The teeth of the ligator were undamaged. The handle was found to have the trip wire wound around the handle spool multiple times. The distal end of the trip wire was not properly secured in the handle slot. The handle slot showed no deformation that occurs when the trip wire is secured into the slot. The trip wire not being properly secured into the handle slot allowed the trip wire to slip on the handle spool when the handle was turned, preventing the bands from firing correctly. Therefore, the most probable root cause of the reported failure is ¿user/use error¿. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-05039 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super7 devices were used during a variceal band ligation procedure performed in the stomach on (B)(6) 2013. According to the complainant, the physician found that the elastic bands could not be fired automatically when turning the handle. Several attempts were made, but they were unsuccessful in deploying the bands. This device was removed, and they attempted to use a second speedband superview super7 device. The first two bands on the second device were able to be deployed, however, the third band failed to deploy; it appeared that the third band was tied onto the sixth band. No damage was noted to either device, and there was no difficulty assembling the devices for use. The physician decided to stop the procedure, as there was concern that the procedure was taking too long. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.